Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
One day following implant, a fluoroscopic examination indicated the right atrial (ra) lead was dislodged resulting in phrenic nerve stimulation. The ra lead was repositioned to resolve the event was no adverse consequences to the patient.